Event description:
It was reported that during internal carotid artery (ica) supra-clinoid stenosis case, resistance was felt when advancing subject stent over guidewire and physician was unable to advance the subject stent from the delivery catheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device. The subject stent was returned for analysis and the device investigation revealed that the subject stent stabilizer was found broken/fractured during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was deployed and not returned. The subject delivery catheter was seen to be kinked at 49.5cm from the hub and to be flat roughly 117cm, 123cm and 132cm from the hub. The stent stabilizer was seen to be fractured, kinked roughly 10cm from the break. The stent stabilizer was seen to be kinked 49.5cm. Functional testing for reported event stent stabilizer/catheter friction revealed that friction was felt in areas of damage. For stent stabilizer/guidewire friction and stent failed/unable to deploy functional test could not be performed due to damage and as subject stent was deployed and not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent stabilizer/catheter friction was confirmed during the analysis. The reported stent/guidewire friction could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent failed/unable to deploy was not able to be duplicated during analysis as the stent was returned in its deployed state. The condition of the returned device components is indicative of the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicate that the subject stent experience slight friction when moving the system over the guidewire, the anatomy was severely tortuous. It was found that the subject stent had not been returned with the other components, as there was no report of the stent prematurely deploying during use, it is likely that the subject stent was deployed post procedure. The subject stent stabilizer was found to be kinked and fractured and there was kinking and flattening noted to the delivery catheter (outer body). Friction was experienced between the stabilizer and delivery catheter during functional testing. It is likely that the delivery system was damaged during advancement to the target site due to the severely tortuous anatomy, causing the reported events. An assignable cause of procedural factors will be assigned to the as reported codes stent stabilizer/catheter friction, stent stabilizer/guidewire friction and stent failed/unable to deploy and to the analysed codes stent stabilizer/catheter friction, stent delivery catheter kinked/bent, stent delivery catheter flat/crushed, stent stabilizer broken/fractured during use, and stent stabilizer kinked/bent, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.